Event description:
The ventilator went vent inop and alarmed during use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician duplicated the reported problem. The service technician inspected the power supply and found an open fuse. The service technician replaced the power supply fuse to correct the problem. Extended self testing (est) was performed and the unit passed per operating specifications.